Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the image of the subject device was disappeared when the subject device was angulated. The subject device had been returned to sorc for repair of the distorted image. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomenon and it was found that the image was disappeared due to the disconnection/short-circuit of the image sensor cable which might have occurred due to the user handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) received and investigated the subject device. And it was found followings; [investigation results] -it was duplicated the reported phenomenon. -it was confirmed that the reported phenomenon had been duplicated by the inspection of olympus service operation repair center (sorc). -it was reviewed the manufacture history (DHR) of the device and confirmed no irregularity. >results of checking the exterior of the subject device, it was confirmed that there were scratches, cracks, floats, chips, etc. On the adhesive tip side of the bending rubber spool (bending rubber spool) at the distal end of the subject device. In addition to the above, no significant abnormality was found in the exterior of the subject device, which may affect the reported phenomenon "the image of the subject device was disappeared when the subject device was angulated". >for reference, it was confirmed that the number of times of energization was 138 times and the energization time was 8335 minutes. >as a result of examining the cause of the reported phenomenon "the image of the subject device was disappeared when the subject device was angulated", it was confirmed that the image sensor unit cable was dented at the distal end of the subject device and then the image sensor unit cable was damaged (cable break), causing the reported phenomenon "the image of the subject device was disappeared when the subject device was angulated". The image sensor unit cable was damaged (cable break) about 25 mm from the distal end, and it was confirmed that the purple (vout), orange (nclk), and red (clkik) of the image sensor unit cable were damaged (cable break). [Cause] [conclusion] it was not possible to clearly identify the root cause of the reported phenomenon. [Consideration] it was confirmed the image sensor unit cable at the distal end had dent and was damaged (cable break) caused the reported phenomenon. The presumed cause of dent and damage (cable break) of the image sensor unit cable was thought to be the application of a mechanical load (stress) that exceeds expectations, such as twisting or bending. Since there were scratches, cracks, floats, chips, etc. On the adhesive tip side of the bending rubber spool (bending rubber spool) at the distal end, it was concluded as a possible cause that it may have applied a mechanical load (stress) that exceeds expectations, such as twisting or bending. If additional information becomes available, this report will be supplemented.